Event description:
Additional information received reported the spasms were not related to the device. It was indicated the patient recovered without sequela after the explant of the device.

Event description:
It was reported that patient had increase spasms from disease progression and requested MRI per medical advanced pain clinic report. It was unknown where the spasms were at. Per clinic, it was unknown if increase spams was related to the device. Devices were explanted per patient request on (B)(6) 2012. Patient was alive - no injury/no adverse event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead; product ID 37743, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type extension. Product analysis of the implantable neurostimulator revealed no anomaly. Product analysis of both leads revealed no significant anomaly. Each lead was found to be cut through. Product analysis of both extensions revealed no significant anomaly. Each extension was found to be cut through. Product analysis of the anchor revealed no significant anomaly. The anchor was found to have 'cut silicone.'